Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two unspecified mentor textured gel breast implant prostheses and experienced bilateral chest injury, seroma, rupture, and right-sided breast pain postoperatively. The patient was involved in an automobile accident. Due to right-sided breast pain, the patient had mammogram and MRI which indicated bilateral rupture. In addition, the patient experienced bilateral seroma. The diagnosis was confirmed based on the MRI result and physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prothesis.